Event description:
It was reported that the customer experienced multiple intermittent damaged cartridges. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer addressed the high blood glucose level by administering a correction bolus using the pump. The customer successfully changed the cartridge and resumed insulin therapy.